Event description:
It was reported that the physician was unable to advance the lead into the header port during an implant procedure. In turn, a new ipg was used to successfully complete the procedure.